Event description:
The report we received from our affiliate indicated that during a pta to a shunt anastomosis, the balloon ruptured at nominal pressure on its third inflation. Therefore, it was withdrawn from the pt, and another balloon (slalom thrill, 5mm/cordis) was used to successfully complete the procedure. There was no report of any adverse consequence to the pt. As per the reporting affiliate, no additional procedural info is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt. Please note that this product is similar to us distributed product 4384040t.